Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with a complete supply change for a contact/detach 23"-6 mm infusion set and subsequently experienced hypoglycemia, with a lowest blood glucose of 56 mg/dl, which resolved after carbohydrate intake and device alerts. Symptoms included low blood glucose. Outcomes included no loss of consciousness, no need for outside assistance, and no medical intervention or hospitalization, with glucose returning to within normal range after 30 minutes. Investigation included troubleshooting and education provided during the call. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.